Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter after a total knee replacement procedure, patient was brought back in (B)(6) with fluid and infections. Doctor noted the suture was not lasting as long as it should be and is absorbing faster than it should. The suture was used for close capsule and intradermal use. Patient was brought back to clean out infection.